Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed by the customer quality engineer on the 06 june 2016, and no discrepancies were recorded during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: seroma in reservoir wound; infection on area.

Event description:
It was reported that the patient have received at least one port replacement and are in observation. There are no other details available at this time.

Manufacturer narrative:
(B)(4).